Manufacturer narrative:
Other relevant device(s) are: product: 9733449. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the straight suction was bent at the tip. There was no patient present at the time of the event.